Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge received a service call related to one of surgical lights - powerled ii 700. The customer requested to have the surgical light assessed to verify the luminaire levels as they were trying to determine the possible cause of adverse reaction to a patient skin, also described as minor burn. From information gathered it was established that no medical intervention was required to address the alleged adverse reaction to the patient skin. Therefore we conclude the case at hand did not cause a serious injury as outcome. After inspection of the device as well as light emission measurements performed by a getinge service technician at the customer site, it was established that the device was working to specification, no malfunction related to the issue could be found. From further review perform we found that the issue is of an expected nature, in that the risk management for the device takes into account the hazardous situation of photosensitivity and allergy, which can lead to an outcome that when recurring, is evaluated as possible to result in injury or impairment that is revisable with professional medical intervention. The mitigation for such hazard is contained as warning in the instructions for use as supplied with the device.

Manufacturer narrative:
Initial reporter was or staff. The correction of h4 manufacture date and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-08-22. Corrected h4 manufacture date: 2019-08-23. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge received a service call related to one of surgical lights - powerled ii 700. The customer requested to have the surgical light assessed to verify the luminaire levels as they were trying to determine the possible cause of adverse reaction to a patient skin, also described as minor burn. From information gathered it was established that no medical intervention was required to address the alleged adverse reaction to the patient skin. Therefore we conclude the case at hand did not cause a serious injury as outcome. After inspection of the device as well as light emission measurements performed by a getinge service technician at the customer site, it was established that the device was working to specification, no malfunction related to the issue could be found. From further review perform we found that the issue is of an expected nature, in that the risk management for the device takes into account the hazardous situation of photosensitivity and allergy, which can lead to an outcome that when recurring, is evaluated as possible to result in injury or impairment that is revisable with professional medical intervention. The mitigation for such hazard is contained as warning in the instructions for use as supplied with the device. Based on an information gathered, device was checked and released for use. Based on the information collected, it was established that when the event occurred, the examination light did not meet its specification and in this way the device contributed to event. Provided information does indicates, that the device was in use for patient's treatment when the event occurrence. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the tests carried out during the design and the development of powerled ii show that the thermal measurements of the housing, the irradiance measurement, the illuminance measurement and uv measurements indicate values in accordance with the standard iec 60601. At a distance of 1 000 mm, for a single light head : the illuminance of a single surgical light must reach the minimum value of 40 000 lx and must not exceed 160 000 lx. The total irradiance of the illuminated area shall not exceed 1 000 w/m². The powerled ii irradiance is inferior to 500 w/m² in nominal mode. The uv radiation for wavelengths below 400 nm shall not exceed 10 w/m². The powerled ii uv percentage corresponds to 0,01 w/m². The optical tests performed on the production line for all light heads manufactured ensure that the products are in conformity with the technical specifications. The powerled ii instruction for use IFU 01811 mentions 2 warnings related to this event. To prevent any incident the instruction for use mentions that the light is a form of energy that can cause tissue to dry, particularly if lightbeams from more than one lighthead are superimposed. The user must be aware of the risks relating to exposure of open wounds to a light source of too great an intensity. The user must be vigilant and must adjust the level of illumination to suit the patient concerned and to avoid undesirable temperature increases in the operating field, particularly during a lengthy procedure. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).